Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to aomori olympus, so the investigation results were implemented based on the evaluation results. Based on the results of the investigation, it is likely the following led to the malfunction: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. 8) the sheath was bent near the handle. 9) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 10) the operating pipe deformed and broke because the slider was forcefully operated. 11) due to above, the loop could not detach from the hook. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument. Straighten out the portion of the instrument that extends from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a therapeutic procedure, the single use ligating device was used to remove a pedunculated polyp and after tightening the ring on the foot of the polyp, the release system did not work. The clamp remained attached to the sheath and stuck in the endoscope. Additional information regarding device release and procedure completion was requested but not provided at this time. There was no patient injury reported by the customer.